Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and alarmed button error due to corroded keypad traces. There was no moisture damage on the electronic and motor assembly.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 82 mg/dl at the time of incident. The customer stated that they fell in the water and the pump alarmed button error. The customer stated that the alarm occurred right after the pump was exposed to moisture and they were unable to clear the alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.